Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, the first reload was difficult to load and locked before firing. The surgeon used a new reload, was able to press the green button and squeeze the handle, but the device snapped and the load did not progress. The device was apparently broken down. Another handle and reload was used to complete the case. There was no patient injury.